Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system due to abnormal rhythms observed. Vvi 30 beats per minute (bpm) showed consistent retrograde conduction at 150 msec. Aai 90 bpm at 1mv sensitivity showed possible right atrial (ra) lead noncapture resulting in av dissociation with long p-r intervals. A p-wave was observed on the surface that did not align near the right atrial (ra) pace. Ra output was increased to 5v, with no change in results. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. Chest x-rays were recommended to confirm ra lead placement. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.